Event description:
Event description guidant received information that this device showed that it had 2 years longevity remaining at the last follow up visit. Another follow up was scheduled for six months later, but the patient passed away from unrelated causes in five months. When the device was interrogated eight months after the original follow up (three months after the patient passed away), it had reached its end of life (eol). The physician believes this device depleted abnormally, because it indicated there were two years remaining but it reached eol in eight months.